Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right side bottom stem bearing disintegrated which caused the fork to damage the lower part of the base frame of the chair. Dealer advised replaced forks and bearings and now bottom bearing and tolerance ring does not stay in place making it difficult for end user to safely drive chair.